Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. Possible factors that may contribute to stent dislodgement, but are not limited to, improper or inadequate crimping during manufacture, an incorrect sized sheath, force sheath removal, inadvertent mishandling during preparation, manipulation against resistance. In this case, a conclusive cause for the reported complaint cannot be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report additional information was received that the stent dislodged from the stent delivery system when the protective sheath was removed from the stent delivery system. No resistance was felt during removal of the stylet or protective sheath. A new xience proa 2.5x18 mm was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that before the physician was able to prepare the 2.5x18 mm xience proa stent delivery system, the stent had fallen off of the catheter. No patient was involved. No additional information was provided.